Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters leaked. The event was further reported as the nurses were having "difficulty activating IV antibiotics". This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. An in-service was performed on correct product procedure. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.